Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complications including aspiration pneumonia and death are known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient initiated duopa therapy due to general deterioration, including the need to receive enteral feeding. The patient was diagnosed with aspiration pneumonia, within ten days of device implantation. It was reported that the patient expired on (B)(6) 2025. The cause of death is unknown. It is unknown if an autopsy was performed.